Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 18-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was scheduled for explant due to potential infection. Explant date scheduled for (B)(6) 2020. Total system removal. Patient presented with abscess. System was removed and sent to pathology. Surrounding tissue looks healthy. Patient will stay overnight then followed up as an outpatient.